Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The patient was revised for a broken exeter stem and there is no allegation of failure against the metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer further reported that the patient developed sudden severe pain in his hip. The customer reported that revision surgery was required due to implant failure.

Event description:
The customer further reported that the patient developed sudden severe pain in his hip. The customer reported that revision surgery was required due to implant failure.